Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultrasafe injection system needle guard (b-series) the needle size exceeded threshold for injection site reactions.